Manufacturer narrative:
On 05-oct-2021, intuitive surgical, inc. (Isi) received mw5104203 stating: ¿a very small fragment of a vessel sealer extend broke off into the patient. This fragment was visualized with the da vinci robot. The fragment was retrieved and removed. The instrument and the fragment being sent back to intuitive for reimbursement of the instrument.¿ isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. Visual inspection was conducted and found a broken grip tip. A broken piece measuring approximately 0.089" x 0.127" was broken off from one of the jaws. The broken piece was returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. A review of logs showed no failures.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the vessel sealer extend instrument (part number: 480422-01, lot number: m90210209-0378) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk1169. The instrument was used for 7 minutes. This complaint is considered a reportable malfunction due to the following conclusion: it was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a piece from the tip of the vessel sealer extend instrument broken off and fell inside the patient. The fragment was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Follow-up was attempted, but the patient information either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a piece from the tip of the vessel sealer extend instrument broken off and fell into the patient. The customer retrieved the broken piece during the same procedure with a laparoscopic instrument. The customer used a backup instrument to continue. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and no damage was noted. The customer could not provide any detailed information about the procedure.